Event description:
It was reported that patient experienced ineffective therapy. No falls or trauma reported. Lead diagnostics showed that contact 12 has high impedance (>3000 ohms) and patient was in need of an MRI. Surgical intervention was undertaken wherein the scs system was explanted without complications.

Manufacturer narrative:
B3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000114839. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.